Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. H10: there was a delay in precleaning of the device, requiring it to be cleaned more then three times. The nozzle was flushed with water and air as well as the intercept detergent. In addition the device was presoaked in intercept detergent solution and wiped with a microfiber towel. Prior to sending the device to olympus it was cleaned, disinfected and sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at the foreign object detection point; however, reprocessing deviated from the instruction manual, so it is likely that foreign matter remained. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a blockage was confirmed. The following additional findings were also noted: plastic distal end cover insulation, scratches on the distal end plastic complete video, cracked glue on the bending section cover, peeling glue on the objective lens and light guide lens, no pass on the forceps and brush passages, clogged suction flow, clogged nozzle, excessive buckles under boot of insertion tube and discoloration, low angulation, control knob play was loose, and labels were illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus during reprocessing, a blockage was observed in evis exera ii gastrointestinal videoscope. There was no reported patient harm or impact due to this event.